Event description:
It was reported by dealer that the user states the wrench flashes and does not know how many times. Dealer states the right side brake lever is broken off, dealer wants both motors. Nothing is confirmed as defective.